Event description:
Poor image quality resulting in artifacts no patient harm occurred another acu nav non-reprocessed was opened and used to complete case. Vendor notified. Manufacturer response for ultrasound catheter reprocessed, biosense webster ultrasound catheter reprocessed (per site reporter).